Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked battery tube threads, cracked reservoir tube window, and minor scratched lcd window.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2016 with a blood glucose level of 419 mg/dl. The customer had a urinary infection and took medications. The customer was wearing the insulin pump at the time of hospitalization. His healthcare provider wanted his insulin pump replaced. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Supplemental report created for dat results.